Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer had high blood glucose of 232 mg/dl. Customer's blood glucose at time of call was 324 mg/dl. Customer mentioned she could walk, talk, and chew gum with blood glucose of 43 mg/dl. Customer mentioned she was hospitalized but not diabetic related. Device passed high pressure test during troubleshooting. After troubleshooting, customer will not be returning the device for analysis.